Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During the set up of frame registration, there was an error on the screen for insufficient data for frame identification. The threshold previously was under 1mm. The frame was identified at .62mm rms. Which should be below the threshold. We proceeded with the case and the registration rms was under 1mm (acceptable). No delay in surgery occurred. The was some inaccuracy, but we found when removing the drapes the patient had shifted in the leksell frame at some point during the surgery.

Manufacturer narrative:
A full analysis of the data logs and of the patient folder has been performed and concluded that the error obtained by the user was due to the insufficient accuracy of the frame identification results. The threshold limit is 0.5mm, it is a normal behavior of the device to trigger an insufficient accuracy error if the rms error obtained is above this limit. The user validated the registration with a rms error above the limit and with inaccurate verification results. The analysis also confirmed the inaccuracy at the entry point of the single trajectory. The complaint description indicated that this inaccuracy was due to a head shift in the leksell frame that occurred during the surgery. The cause of the head shift remains unknown. Analysis showed that the event is confirmed.

Event description:
During the set up of frame registration, there was an error on the screen for insufficient data for frame identification. The threshold previously was under 1mm. The frame was identified at .62mm rms. Which should be below the threshold. We proceeded with the case and the registration rms was under 1mm (acceptable). No delay in surgery occurred. The was some inaccuracy, but we found when removing the drapes the patient had shifted in the leksell frame at some point during the surgery.